Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had air bubbles / air in line. The following information was provided by the initial reporter: sometimes air in line when priming. Nurses are taking about 15 minutes to prime tubing, trying to get air out of the ports. They are tapping ports and getting streams of microbubbles that they then have to move down the line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.